Event description:
In 2000 an employee was using the safety lancet to draw blood from a pt. In the process of disposing the lancet the employee was pricked in the finger by the lancet which had failed to retract. The prick did draw blood. Kendall became aware of the incident on 2/6/2001.